Manufacturer narrative:
One tapered screw-vent implant (tsvtwb11), one unknown healing abutment and one unknown final abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing condition noted on the per was -low bone density ¿ type iii-. The devices were being placed on tooth # 19 when the incident occurred. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the tsvtwb11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: damaged threads/does not seat). However, complaint history review could not be performed for the unknown abutments since the lot/item numbers were unknown. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k101880.

Event description:
It was reported that clinician could not seat the healing collar (no damage) or the final abutment (no damage) and the threads internally of the implant are damaged please send rethreaded tool to fix, implant remains implanted. Tooth # 19. Reported as: implant is cross threaded, need implant re threader.